Event description:
A system alarm occurred toward the end of a routine hemodialysis treatment. Rinseback was not performed due to suspected clotting of the circuit due to elapsed time troubleshooting the alarm, resulting in an estimated blood loss of 190cc. The patient's iron was increased. No add'l medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The system alarm was most likely due to a dirty mirror, the operator was instructed to clean the mirror and there have been no similar problems reported. The user's guide includes instructions for monthly maintenance and cleaning of the mirror. Facility staff was notified of the event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l information will be provided.